Manufacturer narrative:
(B)(4). Date sent: 06/13/2016. Additional information was requested and the following was obtained: the error message that was received, was it replace instrument? The complaint was against the disposable and not the handpiece. If the error message was replace handpiece then we would need to open up second complaint against the handpiece. Please clarify. Is the broken blade tip returning with the device or was it disposed of?

Event description:
It was reported that during a laparoscopic hernia procedure, towards the end of the case the surgeon went to activate the harmonic and was given an error message from the generator to replace the hand piece. When the surgeon removed the device he noticed that a piece of the blade was missing. They successfully located the piece of the broken off blade and removed it from the patient. They no longer needed the harmonic for the remainder of the case so no new instrument was opened there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90680. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.